Event description:
Broken haptic; damaged haptic before implantation. No patient involvement. Event occurred in china. There was no impact to the patient, but it was reported to the local authority by the hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated by manufacturer - corrected from no to yes. Additional information: h6 - investigation codes were added for: investigation type; findings; and conclusion. Summary of the complaint investigation is noted below. The iol was found inside the nozzle. The leading haptic is broken in the middle. The optic near the leading haptic was scratched. The optic was cracked from the root of the trailing haptic. The optic was also damaged at the front curve side. The slider was completely advanced. The rod contacted to the optic. The nozzle was cracked from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60r). Exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Broken haptic; damaged haptic before implantation. No patient involvement. Event occurred in (B)(6). There was no impact to the patient, but it was reported to the local authority by the hospital.